Manufacturer narrative:
Age: over 18 years of age. Device analysis by MFR: the returned product consisted of a jetstream xc 2.1mm atherectomy catheter. The guidewire was stuck in the device as returned. There was no visible damage on the shaft. The wire was protruding from the distal tip approximately 35.5cm. The wire was protruding from the proximal end of the device approximately 110cm. The wire was attempted to be pulled from the shaft. The wire would not move. The tip was dissected. It was noticed that the wire was stuck on the bushing. The bushing was unable to be removed from the wire. Functional analysis was done by completing the setup procedure per the directions for use. The device function as designed. Inspection of the remainder of the device, apart from the observed damage, revealed no damage or irregularities.

Event description:
It was reported that the device became entrapped on the guidewire. A jetstream xc atherectomy catheter and a jetwire guidewire were selected for use in the superficial femoral artery (sfa). The lesion was characterized as a chronic total occlusion (cto) with moderate calcification and mild tortuosity. During the procedure, several passes were completed through the lesion. The physician attempted to remove the catheter from the patient over the guidewire, however it became entrapped on the wire. The catheter and guidewire were removed together and access was lost. The procedure was completed, and the patient experienced no complications. The patient's condition was normal post procedure.